Manufacturer narrative:
The field service engineer performed adjustments and cleanings. He also adjusted the tube settings for using sample microcups. The calibration and qc data are acceptable. There is no general reagent issue. The investigation found the root cause to be incorrect tube settings. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable bilt3 bilirubin total gen.3 result for one patient with the cobas 6000 c501 module. The initial result was 0.38 mg/dl. The repeat result was 7.75 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was deemed correct and release to the physician. The reagent lot number was 471998 and the expiration date was 31-oct-2021.